Manufacturer narrative:
Section b5: MFR # 2916596-2023-07488 covers the patients transfer and admission to facility in india. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had many low flows over previous 10-15 days. The patient was treated at their local hospital in iraq. The patient experienced ventricular tachycardia (vt) attacks and underwent a vt ablation. The patient was transferred to implanting center in india.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files from the time of the event were able to be provided by the account. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists cardiac arrhythmia as an adverse event which may be associated with the use of heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6, ¿patient care and management," lists arrhythmia as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the cause of the low flows was due to the ventricular tachycardia. The low flow alarms did not resolve and the patient remained on anti-arrhythmia medication.